Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock lead impedances. The impedance measurements from last year was around 110 ohms and currently it is 130 ohms. It was noted that this patient will be having a generator change and technical services suggested to plug the lead into the new device as the impedance will be lower or recommended to deliver a 41joule commanded shock to get the actual impedance values. This rv lead remains in service. No adverse patient effects were reported.